Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, his blood glucose was running high for a week. Customer stated he had just received a replacement insulin pump and has noticed his blood glucose has been in the 300 mg/dl range with the device. Customer spoke to his doctor whom sent him to the emergency room where he was put on an IV drip due to high blood glucose levels. The customer was released when his blood glucose lowered to 188 mg/dl. Customer stated that after he ate bread and hotdogs, he bloused with the device. However, later his blood glucose was high again in the 300 mg/dl range. Customer's symptom was urination. Troubleshooting was performed. The drive support cap was reported normal by the customer. No air bubbles or leaks noted in the device. No anomalies noted with the site, insulin or settings. The device was not programmed correctly basal rates were incorrect. Basal rates were supposed to be set at 1.75, 2.00, and 2.75 and the device had them at .175 .200, and .275. Customer was able to r...